Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported that they are experiencing chronic jaw pain. It has gotten worse over the course of a week. They went to urgent care, and nothing was found wrong with their ear or mouth. They were seen at the dentist; x-rays were taken, and nothing found. The dentist checked the patient's bite and said it was muscular problem in their jaw muscle because of changes in their bite. Requested additional information, provided jaw discomfort tips and information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.